Manufacturer narrative:
The device was returned with no customer allegation. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, due to corrosion on the plug unit, the bronchovideoscope displayed no image and exhibited scope communication error code b30. In addition, the plastic distal end cover has foreign objects. There was no patient involvement.